Manufacturer narrative:
(B)(4); the explanted products were not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited an ongoing decubitus over the lead tip and the device. The physician treated this with medications since (B)(6). However, in november the device and electrode were explanted due to erosion at the lead tip and device areas. No additional adverse patient effects were reported.